Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Product is not expected to return as it remains in service. This supplemental report was filled to provide additional information regarding the case.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information revealed that it is unknown if actions will be taken to replaced the device due to the covid-19 pandemic. Follow ups will be made in the future with the patient to make a decision. A new data analysis was requested and a new safe replacement interval was provided. As the product was not returned, no product analysis could be performed. The information provided was not sufficient to allow determination of an specific cause.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information revealed that it is unknown if actions will be taken to replaced the device due to the covid-19 pandemic. Follow ups will be made in the future with the patient to make a decision.

Manufacturer narrative:
Product is not expected to return as it remains in service. This supplemental report was filled to provide additional information regarding the case.

Manufacturer narrative:
Product is not expected to return as it remains in service. This supplemental report was filled to provide additional information regarding the case. Subsequently, the product was returned.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information revealed that it was unknown if actions will be taken to replaced the device due to the covid-19 pandemic. Follow ups will were made with the patient to make a decision. A new data analysis was requested and a new safe replacement interval was provided. Subsequently, the patient underwent surgical intervention to replace the device. No adverse patient effects were reported. The product was returned and it is waiting for product analysis.

Manufacturer narrative:
Product is not expected to return as it remains in service. This supplemental report was filled to provide additional information regarding the case. Subsequently, the product was returned. This supplemental report was filled to provide device evaluation results and to add the word "adverse" into the b5 "describe event or problem"field. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information revealed that it was unknown if actions will be taken to replaced the device due to the covid-19 pandemic. Follow ups will were made with the patient to make a decision. A new data analysis was requested and a new safe replacement interval was provided. Subsequently, the patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected,but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.